Manufacturer narrative:
Sample collection information was not supplied by the customer. The customer changed the halogen lamp on (B)(6) 2011 and the problem has not occurred since then. Service was not dispatched for this event. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a cuvette overflow event on an olympus au2700 clinical chemistry analyzer ((B)(4)) which resulted in seven (7) incorrect creatinine (cre) results being reported out of the laboratory. The samples were rerun and amended results were issued to the clinicians. Patient results were not provided by the customer. It is unknown if patient treatment was affected as a result of the incorrect results. The customer has not received any notification of any incident reporting consequent to this problem.